Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3.

Event description:
Healthcare professional reported "exchange due to grade 3 capsular contracture." This is for the right side device. The device remains implanted.

Event description:
Healthcare professional later reported "right side exchange due to grade 3 capsular contracture with malposition" this is for the right side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ malposition: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange due to grade iii capsular contracture." Healthcare professional later reported "right side exchange due to grade iii capsular contracture with malposition" this is for the right side device. The device has been explanted.